Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated the insulin pump. Customer's blood glucose value was 341 mg/dl at the time of the call. The customer had called regarding a sensor anomaly. The customer will monitor blood glucose. The insulin pump will not be returned.